Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had prime anomaly and pump error alarm. The customer¿s blood glucose was 116 mg/dl at the time of the incident. Customer stated that insulin was squirting out during the fill tubing process. The customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.